Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. -

Event description:
Additional information was received. It was reported that the new battery never worked. It caused pain and the pain never went away. Their nerves were damaged and the cut in their surgery was deeper. See attached medwatch (B)(6).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for urinary incontinence. It was reported that the patient had a lack of therapy since a revision. The patient had multiple reprogramming sessions since the revision. On (B)(6)2017, it was reported that the patient was unhappy with their implant and had the therapy off since (B)(6) 2017. They had a rep involved with multiple reprogramming sessions trying to get the system working. There were no further complications reported or anticipated.